Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of pain is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that an abbott device was implanted in a 1st obtuse marginal coronary artery (om) and two xpedition stents were implanted in a mid right coronary artery (rca). Post-procedure, the same day, the patient experienced chest discomfort without angina and an elevated creatine kinase, muscle and brain (ck-mb). A nitroglycerine drip was started and the symptoms resolved without an adverse patient sequela the same day. There was no myocardial infarction reported. This was reported as a non-serious event. The patient was discharged home on (B)(6) 2013. There was no additional information provided.